Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a closed foil labeled as vcp493 and an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please confirm the number of patients affected by this alleged deficiency? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If no, please create a new pc file for each patient/event. Please provide information requested below for each patient/event. How many devices demonstrated the alleged deficiency? Were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a emergency cosmetic repair surgery for maxillofacial region procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was accidentally hit by a heavy object while working at the factory 2 and a half hours ago. The skin on the right face was ruptured, bleeding and swollen, and the pain was obvious. Admitted for surgery, the problem of pulling off suture needle happened when the third stitch was sewn during the operation. The suture was immediately replaced to complete the remaining stitches. Remove the suture one week after the patient's emergency cosmetic repair surgery for maxillofacial region surgery. No adverse patient consequences were reported. Additional information was requested.